Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed for batch #7870715 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Event description:
The patient reported sparking and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.